Manufacturer narrative:
The master tool manipulator (mtm) has been evaluated by the failure analysis (fa) team and fa was able to reproduce the issue during since cycle. The axis 4 motor and motor cable will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the master tool manipulator (mtm), the system was tested and verified as ready for use. Isi has not received the mtm for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer was unable to get the deploy for docking button to light up. Prior to calling in the issue, the customer encountered an error on the right master tool manipulator (mtm) on the surgeon side console 2 (ssc) 2. The customer power cycled the system, but the issue remained. The customer disconnected the ssc 2 and proceeded with the original ssc. The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed error 23025 in the system logs and inquired if there was an object impacting the mtm movement, the customer stated that there was not. The procedure was completed with no reported injury. The customer called back after the procedure was completed. They power cycled system and reconnected ssc 2 and right mtm 2 axis 4 encoder errors were continuing. The tse advised the customer that these errors will continue until the system was serviced and that they would only clear if the mtm was disabled. The customer was going to leave the second console disabled until system was repaired.